Event description:
It was reported that the device "pushed out" of the patient's body.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).